Event description:
Patient received monovisc brand name injection on (B)(6) 2025 to the right knee for osteoarthritis. Patient previously received monovisc injection on (B)(6) 2025 and did not experience side effects from that injection. On (B)(6) 2025, patient presented with swelling of right knee up to ¿rip hip¿. Patient was experiencing sharp pains in right knee at this time and required a wheelchair for assistance. Aspirated 25 ml of sanguineous fluid for pain relief. Patient presented on (B)(6) 2025 with decreased swelling and increased range of motion back in her right knee.